Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while out of sensors and not using the device, with a reported blood glucose of 226 mg/dl and self-reported highs throughout the day. Symptoms included polyphagia and polydipsia. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education regarding backup therapy and contacting the healthcare provider, with acknowledgment that no device alerts occurred because the system was not in use. Investigation of this case revealed no device malfunction reported and no component involvement since the device was not operating due to lack of a sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.